Event description:
It was reported that the patient experienced unspecified issues with a sling. An artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The sling did not work for the patient, patient was leaking. The sling will not return because it was not explanted.